Event description:
It was reported that the device will not pump water. No patient injury reported.

Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. There was wear and tear damaged to the enclosure, tank cover, front cover, line cord, and block assembly. Unable to duplicate the reported problem, the pump operated properly. The root cause of the reported issue could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Unique identifier and 510(k) are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).